Event description:
Received a report from a customer indicating at the end of her menses this past cycle, she felt "something" and upon self-digital examination, she removed a small piece of a tampon pledget. No injury reported.

Manufacturer narrative:
.